Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was having such bad rings and glare in her vision at night. The patient was not able to drive. The patient was having these issues for over an year and it dd not get better. Their optometrist tried giving her glasses, but that did not help. The patient was not willing to do an intraocular lens (iol) exchange but they wanted to find solutions to this issue. The patient was happy with the other benefits of the lenses. There are two medical device reports associated with this patient. This report is associated with the left eye.